Event description:
Information from (B)(6) database. Post pipeline procedure, it was reported that the patient complained that the shooting stars in her left eye has increased. The patient has not returned for a follow up. No other complications were reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).